Event description:
It was reported that the patient never reached therapeutic levels due to severe stridor and shortness of breath with stimulation. It was noted that chest x-rays were performed and were negative. The patient's generator and lead were explanted after death which was unrelated to the vns. This is reported in MFR. Report # 1644487-2020-00810. The products were returned for analysis. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During lead analysis, setscrew marks showed evidence that at one point the lead pin was inserted completely. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. No obvious anomalies were observed on the returned portion of the lead. No other relevant information has been received to date.